Event description:
It was reported that difficulty removal occurred. A 10.0-31 carotid wallstent was selected for carotid artery stenting (cas). However, after the stent placement, strong resistance was felt at the wire lumen of the stent during attempted device removal. The delivery system was removed, and the procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).